Manufacturer narrative:
P-cap or reservoir locks properly into place. Device passed displacement test and self test. Device received with corroded electronic assemblies, cracked case (battery tube), cracked case-corner of belt clip rails and cracked battery tube threads.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump was exposed to water. Customer stated insulin pump was not turning on. Customer also stated that o ring and battery cap was were damaged. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.